Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email that the insulin pump had keypad anomaly. Customer's blood glucose reading was unknown. Customer stated that the buttons were hard to press, stuck and were unresponsive. Customer was unable to be reached during a follow up phone call to troubleshoot the insulin pump. The insulin pump was not returned for analysis.